Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014).the lay user/patient¿s products have been returned on 06/18/2014 and evaluated by lifescan product analysis on 06/21/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed, however, a secondary issue was noted during testing - the battery was missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.